Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated scan error alerts when attempting to pair a freestyle libre 3 plus sensor with the ilet, resulting in dosing being stopped and the user reverting to subcutaneous insulin injections; subsequent troubleshooting included firmware verification, bluetooth re-enablement, and ultimately successful connection of a new sensor on a different phone with the pump after warm-up. Symptoms included hyperglycemia with a peak glucose of 363 mg/dl and no associated clinical symptoms. Outcomes included unexpected medical intervention due to interruption of automated dosing. User support included interviews and analysis of information provided by the user and the device partner. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure consistent with an electrical and magnetic subsystem component, including the antenna, affecting bluetooth connectivity. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.